Event description:
The customer reported that approximately 2 ml of blue liquid leaked from the lh 500 hematology analyzer and onto the countertop during instrument start up. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered a hole in the tubing at pinch valve pv37 and proceeded to replace the tubing to resolve the issue. In instrument normal state, pinch valve pv37 provides open vacuum and cleaning agent path to pm10 (cleaning agent pump) and provides open pressurized diluent path from sheath tank to manifold mf11. In operated state, pinch valve pv37 opens 30 psi pressure path to pm10 and also opens cleaning agent path to pressurized diluent to manifold mf11. Failure mode of the leak is attributed to a hole in the tubing at pinch valve pv37. (B)(4).